Event description:
(B)(4) clinical study. It was reported that during a stenting treatment procedure, a plaque shift occurred. The patient presented with unstable angina (braunwald class ia) and was referred for cardiac catheterization that revealed a 90% stenosed and 12mm long bifurcated lesion located in the mid left anterior descending (lad) coronary artery with a reference vessel diameter of 3.5mm. The lesion was treated with pre-dilation and deployment of a 3.0x16mm taxus liberte stent followed by post dilation with a 3.5mm non bsc balloon catheter resulting in 0% residual stenosis. However, following post dilation it was noted that there was some plaque shift into the diagonal vessel. It was treated with a 1.5mm apex balloon. Final angiography showed timi-3 flow without dissection or perforation and 0% residual stenosis. The patient was discharged 1 day later on prasugrel. It is the opinion of the physician that there is a relationship between the plaque shift and deployment of the taxus liberte stent.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. However, a secondary issue was noted as battery leakage. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The lay user/patient contacted lifescan alleging that pc remains on the meter display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.